Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported that there was a loss of therapy. The patient wanted to donate external components due to removal of symptoms. The patient indicated that it was not helping and they had their device removed 3-4 months ago. The patient did not remember how long it was not working and initially did have reprogramming session however they decided they did want to use the therapy anymore. The therapy was not working. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent. Additional relevant medical history: non-malignant pain other non-malignant pain